Event description:
It was reported via repair work order that the head piece assembly could not support weight due to damaged head weldment gears. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.